Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Upon further review, invacare is not the manufacturer of this device. The manufacturer will be notified via an OEM notification.

Event description:
Bedrail will not lock in the upright position.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Bedrail will not lock in the upright position.